Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed upon inflation, the valve had deployed asymmetrically. It appeared the pre-existing non-edwards device (stent) interacted with the commander delivery system balloon. The balloon appeared to be constrained in the distal region. The guidewire did not appear to be coaxial with the pre-existing stent. Eventually, the valve was able to be fully deployed. The balloon burst at full inflation probably occurred due to interaction with the pre-existing stent. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for commander delivery system balloon burst, inflation difficulty and interaction with the pre-existing non-edwards device were confirmed through provided imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. During manufacturing, the balloons are 100% visually inspected and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, "during valve deployment of the valve an improper inflation (with slow inflation technique, nominal volume) of the distal balloon of the commander was visible following a rupture of the balloon leaving a partially expanded valve in good position." The provided imagery confirmed that the valve initially deployed asymmetrically but was eventually able to fully deploy. It was also stated that "during the procedure, while placing the wire and following the non-edwards sheath, it was not noticed, that the wire very likely was placed through the pre-existing stent at the outflow." A correct guidewire placement was not achieved as the guidewire was placed through the open cell of the pre-existing stent. This then led to the distal portion of the balloon to also go through the open cell. Upon inflation, the distal portion of the balloon appeared to be constrained by the open cell of the pre-existing stent, resulting in the initial asymmetrical deployment of the valve and inflation difficulty reported. Consequently, as the inflation of the balloon continues, it is possible that the pressure from the balloon being constrained by the open cell of the stent resulted to the reported balloon burst. In this case, available information suggests that patient factors (pre-existing valve) and procedural factors (guidewire malposition and negative device interaction) may have contributed to the events. Per the case notes, "one of open cell of the stent at distal end bent down during initial deployment. As inflation continued, the pressure increased and eventually broke the stent." As a consequence of incorrect guidewire placement, the inflation balloon was inflated within the open cell of the pre-existing stent. This led to the reported negative interaction with the pre-existing implantable device. In this case, available information suggests that patient factors (pre-existing valve) and procedural factors (guidewire malposition) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our affiliates in germany, during the transcatheter pulmonic valve replacement procedure of a 23 mm sapien 3 valve via transfemoral vein approach, the wire had been placed through the pre-existing non-edwards stent which resulted in difficulties placing the non-edwards sheath. The procedure proceeded and during valve deployment, there was an improper inflation of the distal end of the commander delivery system balloon. Subsequently, the balloon ruptured which resulted in a partially expanded valve being deployed. The valve was then post-dilated with a non-edwards balloon. The delivery system was withdrawn through the non-edwards sheath. The commander delivery system balloon was observed with no visible residual parts. It was noted that the pre-existing non-edwards stent was visibly damage. The damage was caused by the introduction of the non-edwards sheath and then an interaction with the commander delivery system may have also contributed to the damage. The damage to the pre-existing non-edwards stent did not impair the patient's pulmonary hemodynamics. An angiography and post pressure measurements showed good results.